Manufacturer narrative:
Follow-up # 1: 09/28/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: the pump black box data was unable to be reviewed due to moisture ingress. The returned battery cap secured properly to the pump. During a visual inspection of the pump, a crack in the pump case was observed. A leak test was performed which confirmed the pump was leaking from this crack in the pump case. There was also moisture observed behind the display lens. The pump case was removed, and evidence of moisture ingress was found on main printed circuit board (pcb), transceiver pcb, support bracket and inside cover. The keypad was unresponsive and evidence of corrosion was found when the keypad cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.